Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The 2.75 x 18 mm xience pro referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat 100% stenosis in the mid right coronary artery (rca), with mild tortuosity and moderate calcification. Pre-dilatation was performed with an unspecified balloon (size and pressure were not documented). The 3.0 x 18 mm device was advanced, but could not cross the lesion due to the anatomy and during the attempt, the proximal shaft separated. The device was removed without issue. An attempt was then made to cross with a 2.75 x 18 mm xience pro, but it also could not cross and the proximal shaft separated. This device was removed and additional pre-dilatation was performed. Two xience pro stents (2.75 x 18 mm) were then successfully deployed with a good result. There was no clinical significant delay in procedure and no adverse patient effects reported. No additional information was provided.